Event description:
During a normal follow-up, externalized conductors, proximal to the distal rv shock coil were observed via review of fluoroscopy. Patient was asymptomatic. Electrical measurements were normal. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.